Event description:
Iridex became aware of the complaint involving patient experiencing macular vision loss after treatment. The surgeon reported observing what appeared to be a plaque on the eye and reported that he did not observe any tissue burns. Failure analysis was performed on the returned console and delivery device. The results indicate the system is functioning within specifications. No malfunctions or errors were observed that could contribute to this observation.